Event description:
The customer reported that when combined with the batteries, only three holes can be drilled before the batteries are flat. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The part was returned and inspected. During pre-repair assessment performed, the technician found the motor was not functioning optimally. Device repaired and returned to the customer on (B)(4) 2012. Placeholder.